Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, won't power on) has been confirmed. Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to the f600 fuse being broken off the ca board. Additionally, the belt receptacle was missing from the monitor. The root cause for the broken fuse could not be positively identified. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor belt receptacle was damaged and the monitor would not power up.